Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination, however review of the provided x-ray images confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that removal of spacer and placement of distal femoral replacement was performed. An 18 mm stem on the femoral side had broken due to patient ambulating on prostheses that had not ingrown. Loosening of the stem at the bone to implant interface was also reported. Doi: (B)(6) 2020. Dor: (B)(6) 2021; right knee.